Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's mother that the customer's insulin pump continues delivering insulin during filling and unable to stop the insulin pump. The customer was unable to troubleshoot, due to not having the insulin pump at the time. The customer's mother would like insulin pump to be replaced, because she doesn't feel safe. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No prime anomalies were noted. The insulin pump was received with cracked keypad overlay and minor scratched lcd window and case.